Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient recently underwent neurostimulator device an (ipg) replacement, but due to good therapy did not want to replace the old lead with a new MRI compatible lead. Hcp mentioned that after disconnecting old ipg , a new ipg was connected and impedance tested. During this test 2 contacts showed suspect impedances. Post-op programming ; during replacement surgery testing was done on individual contacts and only 2 of 4 electrodes showed motor response. However hcp decided to close and to use 2 ¿normal¿ contacts. Patient did receive some therapeutic effect, but not as before. It was then decided to revise the lead and to replace with new MRI compatible lead and the patient after consultation decided to have the rechargeable option to avoid ipg replacements for the next 15-years. Lead was replaced by new MRI micro lead and micro ipg and and all impedances testednormal after. Hcp is not under the impression that there was anything wrong with the ipg, however the patient¿s husband request an analysis to be done to rule out that the ipg was faulty. The issue was resolved at the time of the report.

Event description:
Additional information received reported that the patient stopped feeling stimulation. Even if she turned up the volts on 3 of her 4 programs and showed lack of efficacy.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# serial# unknown implanted: explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.